Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive, preventing normal device interaction and leading the user to disconnect and use subcutaneous insulin via pen; troubleshooting included removal of potential screen protectors, cleaning the screen, wake-button recalibration, restart on charger, third-party screen interaction check, and a hard reset attempt, after which a replacement ilet was provided. Symptoms included hyperglycemia with a reported blood glucose of 396 mg/dl. Outcomes included the need for backup insulin therapy and temporary device cessation without hospitalization or professional medical intervention beyond self-management. Investigation included customer troubleshooting guidance, device restart and recalibration attempts, power and charging assessment, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.